Event description:
It was reported that foley catheter had not deflated from surestep tray. Customer had already repositioned the foley and tried to instill a little more sterile water into the balloon but neither of these interventions worked. Also wanted to know if customer could cut the inflation lumen. Customer was explained to check their facility protocol. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that foley catheter had not deflated from surestep tray. Customer had already repositioned the foley and tried to instill a little more sterile water into the balloon but neither of these interventions worked. Also wanted to know if customer could cut the inflation lumen. Customer was explained to check their facility protocol. No medical intervention was reported.